Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support shipped the distributor a replacement front panel assembly. They also issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty front panel assembly for evaluation. As of march 16, 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor contacted carefusion technical support to report that the touch screen to one of their ventilators is not responding. They also stated that they observed liquid patches on the right bottom corner of the ventilator. Per the distributor several steps were taken to troubleshoot this issue. They cleaned the touch screen externally, but the problem was still persistant. They attempted to calibrate, however, they couldn't do a calibration as the touch screen was not responding. They cross checked with a new front panel, and that eventually helped, the ventilator system started working satisfactory. The distributor requested a replacement front panel. No patient involvement.